Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it rebooting by itself was confirmed. Ventec downloaded the device¿s electronic records (system logs) for analysis and confirmed that it had previously rebooted by itself. Ventec performed an external examination of the device and observed that the back of its case had 2 screw supports which had broken off, indicating the device had experienced an impact (physical damage). Ventec then opened the device to perform an internal examination and observed that the internal flow transducer (ift) cable had become disconnected. The ift cable being disconnected will cause the device to reboot. Ventec also observed that the metal cover for the computer module (som) located on the control board had a dent in it, likely from the impact that had caused the observed physical damage. Ventec removed the dented cover and observed that the control board booted up ok, indicating that the som was being interfered with by the dented cover. Ventec reseated the ift cable and replaced the control board to resolve the reported reboot issue. Ventec also observed the strong smell of urine during the evaluation. There was no evidence that the contamination had infiltrated the unit, but it did require the replacement of the rear case as well as the o2 and power bracket, however, there was no evidence that this contributed to the reported reboots. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the device had sustained a significant impact, which damaged the computer module (som) located on the control board and likely caused the ift cable to become disconnected, thus causing the reported reboot condition.

Event description:
It was reported to ventec that the device continuously reboots by itself. There were no reports of patient use associated with the reported issue.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.